Event description:
It was reported that a patient was a part of the onstim feasibility study and had no relief from symptoms. It was stated that there was normal battery depletion. The patient had the device removed after the study. It was reported that there was no injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, product type accessory; product ID 3550-39, product type accessory. (B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found that it was functionally okay with insignificant anomalies. Analysis of the lead (serial # v392700020) found that conductors were broken near the distal end. There was a breached depression 1.2 cm from the cut end of the lead number 8-15. The #4 conductor was broken at the distal side of the #7 electrode, 6.1 cm from the distal end. Analysis of the lead (serial # (B)(4)) found that it had been segmented. Analysis of both of the anchors (product #3550-39) found that the silicone had been cut on both.